Manufacturer narrative:
B2: date of death estimated based on information provided. B3: date of event estimated based on information provided. D6a: implant date estimated based on information provided.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a patient experienced a cerebral vascular accident and died. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately eight (8) months post procedure, it was reported that the patient experienced a cerebral vascular accident and died.